Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis and the reported complaint (gravity comp initializing error) was confirmed and replicated. In logs, the gravity failure was found during calibration, confirming the failure occurred in the field. The master tool manipulator (mtm) was then installed onto a test platform where calibration was found to be failing on the axis 5<(>,<)> 6. Once testing was completed, the axis 5 and 6 motor was tested and was verified to be the source of the fault. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis.the root cause was attributed to electrical defect of the motor on axis 5 and 6 of the mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. .

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure that the left master tool manipulator (mtm) on surgeon side console (ssc) 2 failed the initialization. Ssc 2 was not useable. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised to restart the ssc via the circuit breaker. After the restart, the ssc still failed to initialize. The issue was confirmed in the system logs. The procedure was being completed as planned using ssc 1. There were no reports of patient injury. Isi received the following additional information via follow up: system functionality was checked before the procedure began. The suspected left mtm faulted at system power-up. The procedure was completed with the other ssc.